Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via that the insulin pump alarmed hardware low level failure and screen was blank. The customer¿s blood glucose level was 16.8 mmol/l at the time of the incident. Customer states that insulin pump notification light was constantly flashing. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Insulin pump powered up properly after battery installation. No blank display noted during testing. No unexpected hardware low-level failures alarm during testing however, hardware low-level failures alarm, variable 15, is located in the formatted history file due to a software error.